Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preliminary test, water could not be drained from foley catheter, so use was discontinued and also there was a severe uneven swelling of the product.

Manufacturer narrative:
The reported event is confirmed - other. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label without original packaging. Verified material number 119314, manufacturing lot number ngjt1815 and batch number myjy4509. Visual inspection noted the balloon was inflated upon return. Deflated balloon passively using returned syringe with no cuffing or leaks noted. Ran di water through catheter and water flowed with no difficulty. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only five (5) ml could be withdrawn with the returned syringe. No severe uneven swelling was observed. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preliminary test, water could not be drained from foley catheter, so use was discontinued and also there was a severe uneven swelling of the product.